Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic anterior resection, upon firing onto the bowel, the surgeon was able to press the green button but the device did not fire. A new reload was used to complete the case. There was no patient injury.